Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® sodium fluoride 15 mg potassium oxalate 12 mg (fx) the tubes were giving erroneous results. Material no: 367925, batch no:8276813. The following information was provided by the initial reporter: the two gold top were drawn for cmp and one for (B)(6). The gray top for glucose was drawn at the same time. The original cmp tube gave us a 487 glucose and the gray top gave us a 165. This is what I did: reran all three tubes on both analyzer, the results were the same. 483 cmp tube,163 from gray top and (B)(6) from (B)(6) tube. I blood typed all tubes along with all patients drawn in ob clinic. This was the only b patient. All others were a and o. Lot number b312640 2019-10-31 the lot number was the gold top for both cmp and (B)(6). The lot number of the gray top is 8276813 2020-03-31.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples of the incident lot were selected from bd inventory for evaluation & testing and upon completion, no issues relating to erroneous results were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for erroneous results with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use of the bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg (fx) the tubes were giving erroneous results. Material no: 367925, batch no:8276813. The following information was provided by the initial reporter: the two gold top were drawn for cmp and one for hepatitis. The gray top for glucose was drawn at the same time. The original cmp tube gave us a 487 glucose and the gray top gave us a 165. This is what I did: reran all three tubes on both analyzer, the results were the same. 483 cmp tube,163 from gray top and 159 from hepatitis tube. I blood typed all tubes along with all patients drawn in ob clinic. This was the only b patient. All others were a and o. Lot number b312640 2019-10-31: the lot number was the gold top for both cmp and hepatitis. The lot number of the gray top is 8276813 2020-03-31.